Manufacturer narrative:
Date of article publication endovascular treatment of atherosclerotic popliteal artery disease based on dynamic angiography findings chaoyi cui, md, phd,a,b xintian huang, md,a,b xiaobing liu, md, phd,a,b weimin li, md,a,b xinwu lu, md, phd,a,b min lu, md,a,b mier jiang, md,a,b and minyi yin, md, phd,a,b shanghai, people's republic of china http://dx.doi.org/10.1016/j.jvs.2016.05.087.

Event description:
This retrospective study evaluated the efficacy, safety, and midterm patency of endovascular treatment of obstructive popliteal artery (pa) disease. The treatment given was percutaneous transluminal balloon angioplasty and provisional stenting. The study comprised 43 limbs (23 left sides) of 43 patients (29 males). Intraoperative complications were vessel perforation and embolism. Vessel perforation was resolved with temporary balloon occlusion, and embolism was successfully removed by performing catheter thrombus aspiration with a 6f guiding catheter. Stent fracture was present in 3 cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.